Event description:
Boston scientific crm received information that this right ventricular lead had dislodged and replaced one day post implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance (pmqa) laboratory, a thorough evaluation of the lead was performed. Visual inspection did not identify any lead anomalies and testing confirm the lead was electrically continuous. Boston scientific's pmqa laboratory cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling.